Event description:
During product evaluation by a baxter (B)(4) service technician, a flo-gard infusion pump was found to have a f-3 alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available

Manufacturer narrative:
Complaint no: (B)(4). Evaluation: the device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a damaged roller latch. To correct this condition, the roller latch was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received